Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Information received by medtronic stated that the insulin pump vibrate function was not working anymore. Customer stated that they performed self test and insulin pump was not vibrating. Insulin pump had crack from top battery compartment, next to the clip ridge to the bottom of insulin pump. No harm was required during medical intervention. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage/ crack in the insulin pump on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump was received with blank display. Attempted to download using thus tool and was unsuccessful due to blank display and moisture damage on battery tube assembly. Unable to perform the displacement test, sleep current test and active current test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the battery tube assembly during visual inspection. The original electrical board 2 was installed in a test case, internal battery and motor. Powered the insulin pump on using the battery simulator and pump powered up properly noted. Successfully downloaded history files and traces using thus software with test case. The following were noted during visual inspection: missing display window cover, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged cosmetic damage confirmed. Blank display confirmed. Unable to verify audio anomaly due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.